Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due to different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 230-363mg/dl and a manual injection was administered to address the bg level after consult their healthcare provider. A supply change was performed resolving the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.